Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 265 mcg/day flex mode) via an implantable pump for unknown indications for use. It was reported via a call with the manufacturer technical services that two motor stalls with recovery happened last week. The details were reported as follows: motor stall one 1: (B)(6) 2020 around 16:39 and lasted around 20 minutes, motor stall two 2: (B)(6) 2020 lasted about 1.5 hours. It was noted that the patient did not experience any side effects as a result of the motor stalls. Technical services discussed the potential for emi/magnets that could induce a motor stall, which reportedly had not been excluded as a potential cause. This would be investigated further, as the nurse was going to communicate this to the patient. The pump would be checked on (B)(6) 2020 and (B)(6) 2021 to check if additional motor stalls have occurred in the meantime. Based on this, a decision would be made on how to proceed. It was noted that the patient knows how to recognize the alarm, in case another motor stall occurs. Additional information was later received. It was clarified that the first motor stall occurred on (B)(6) 2020 at 16:39 and recovered the same day at 16:55, and then the second motor stall occurred on (B)(6) 2020 at 17:05 and recovered at 18:31. It was noted that the patient reported visiting the hospital on those days (B)(6)2020 and (B)(6) 2020) around the time of the pump motor stop, but it was stated that the patient did not have any MRI examination at that time. The logs were checked again on (B)(6) 2020 with no motor stall. Then there was a telephone contact on 06-jan-2021 at which time there were no complaints or alarm. It was stated that they instructed the patient well. Explant was not planned because no further motor stall occurred. No further complications were reported.